Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.50/1.5/103 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020 and excessive vault was observed. The lens remains implanted. The reporter stated " please note that we are still monitoring the patient. No further intervention done." If additional information is received a supplemental medwatch report will be submitted.